Event description:
Intraoperatively, using a braun infusomat space infusion pump, a (B)(6) student incorrectly loaded the pump where the clamp was not inside the machine. The machine however, still cycled through its normal commands and instructed user to open roller clamp instead of reading an error of line being placed incorrectly. This opening of the roller clamp allowed levophed to flow freely (essentially giving the patient a massive overdose of the drug) even though the machine was not programmed to be infusing. A serial number was not obtained on the pump.